Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 01/02/2015. Normal power consumption. Additional notes: 3 high watt alarms have been logged at the following times: (B)(6) 2015 at 14:29:06; (B)(6) 2015 at 14:41:30; (B)(6) 2015 at 14:42:05. The high watt alarm limit was set to 5.5 w. A rise in power consumption has been logged starting (B)(6) 2014 to a peak of 4.9w on (B)(6) 2015 outside of normal power consumption. Current parameters have returned to power consumption within normal operation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device thrombosis is a known potential adverse event associated with the implantation of vads as outlined in the labeling. With review of the available information, this patient's comorbidities including insulin dependent diabetes and sub-therapeutic inr below the recommended range of 2.0-3.0 are identified contributing clinical factors. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. The pump was returned to the manufacturer for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of fibrin within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Patient, clinical and pharmacological factors appear to have contributed to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported in the u. S. That the patient came to ER. Patient had 3 high watt alarms on lvad. No hematuria. Ldh 609 (125-220). High watts to 5.7, only intermittently. Patient readmitted for thrombus in lvad. This is 3rd admission over the past 2 months for thrombus events. Patient was sent home on plavix after the last time, so we have to wait 5-7 days and to receive a pump exchange next week. Patient started on heparin. Patient underwent successful exchange of lvad pump on (B)(6) 2015. Patient progressed well post procedure. Patient was discharged home in stable condition on (B)(6) 2015.